Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system did not have any battery power. The power conversion enclosure powered on, drained the batteries and the enclosure was noted to not have a can bus connection. To restore functionality; the batteries, power conversion enclosure and charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the battery charge indicator was red on the imaging system. Additionally, the imaging system was plugged in charging without change. There was no patient present when this issue was identified.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000176r, serial/lot : rev. 4 : rev. 3 : s/n (B)(4). Analysis of the power conversion enclosure found a short, which confirmed the reported behavior. If information is provided in the future, a supplemental report will be issued.